Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for l4-s1 posterior lumbar interbody fusion (plif). It was reported that pre-operatively, the site was having issues with the navigation system connecting to the imaging system mobile view station (mvs). The site rebooted the system and was able to establish connection. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay. A manufacturer representative was on-site three days later and was unable to replicate the issue while on the phone troubleshooting with technical services (ts).

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735762, software version: 1.1.0. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.